Event description:
This lead was explanted and replaced due to dislodgement. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found, however these damages cannot be considered to be the root cause of the reported dislodgement. Further investigations indicated that these damages were caused by anti-clockwise over-rotation of the inner coil during the retraction of the fixation helix. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. Damages like the distal to the ring electrode ruptured insulation and deformed conductor coil as well as cuts into the insulation 24 cm distal to the is-1 conductor coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.